Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned (B)(6) 2018 for evaluation. Performed visual inspection and passed. Performed a voltage test and passed. Performed transmitter functional test and failed. Performed share log review and no data was available. Performed bin file review and a loss of connection found. The receiver will boot up and charge. The reported event of a loss of connection was confirmed. The problem is confirmed because the bin file review displays an indication of a connection loss gap